Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and had a calibration not accepted. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a calibration not accepted after he put sensor in and blood glucose was running high. Customer also reported that the insulin pump alarmed stuck button after sensor was changed. Customer declined stuck button alarm and high blood glucose troubleshooting. Customer mentioned that the high blood glucose was treated with insulin pump. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.